Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient began intraperitoneal (ip) treatment for the peritonitis with injection magnex, (ongoing, 1 gram, twice daily) and injection vancomycin (ongoing, 1 gram, ip, stat). One day later, the patient was hospitalized for the event. At the time of this report, the outcome of the peritonitis was unknown. It was not reported if pd therapy was ongoing. No additional information is available.